Manufacturer narrative:
The insulin pump was received with dog chew marks at reservoir tube lip area, partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring and minor scratched lcd window. The test reservoir and infusion set does not lock in place due to missing reservoir tube retainer. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage. Customer's blood glucose value was 160 mg/dl. The customer reported that there were chew marks on the top of the reservoir compartment. The customer reported that the reservoir does not lock in place. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump was returned for analysis and a replacement pump will be sent.